Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One open or used enlite sensor was inspected and bicarbonate buffer test was performed, it passed. Needle complaint was not confirmed due to customer did not return insertion needle.

Event description:
It was reported that the customer experienced a discrepancy in his sensor glucose levels when compared to his blood glucose. The sensor glucose readings were stated to be 100 mg/dl off. This occurred following the customer bleeding at the insertion site. The customer's blood glucose was 136 mg/dl. Nothing further reported.